Manufacturer narrative:
This is default text configured for block h10.

Event description:
It's not working, it doesn't pump me, pumps doesn't work anymore [product delivery mechanism issue] no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of adverse event product delivery mechanism issue and no adverse event in female patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 29-apr-2026, amneal pharmaceuticals received information from the patient via voicemail concerning above-mentioned adverse events experienced by the patient while on amneal's albuterol sulfate inhalation. The patient was being treated with albuterol sulfate inhalation (ndc, batch no, exp date and serial number not reported) (frequency, dose and strength not reported) for asthma. Current conditions included asthma. Co-suspect medication, concomitant medication, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. On an unknown date, the patient received albuterol sulfate inhalation was not working. After few pumps, the pumps did not work anymore. The pump stopped working at approximately 110 doses, requiring the patient to obtain a replacement. Last action taken with albuterol sulfate inhalation in relation to product delivery mechanism issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of product delivery mechanism issue and no adverse event was unknown. This case was considered as non-serious. The reportability of this case was periodic. Follow-up information (# 1) was received on 04-jun-2026. The update included findings from the quality investigation. As no batch number, expiry date, complaint sample, or photographic evidence was available, traceability to a specific manufactured unit could not be established. A comprehensive investigation was conducted covering all five commercial batches distributed to the us market during the relevant period (B)(6). The investigation included a review of historical complaints, medical assessment, batch manufacturing and packaging documentation, finished product testing records, stability data, quality system documentation, supplier investigations, and retain sample testing. Retain samples from all relevant batches were subjected to dose counter accuracy evaluation. All tested units met the approved acceptance criteria, demonstrating accurate dose count decrementing from 203 to 0 throughout the labelled life of the inhaler. No abnormalities, deficiencies, or deviations were observed during testing. The complaint condition could not be reproduced. Review of manufacturing, packaging, in-process controls, ansi sampling results, finished product release testing, and qp certification records confirmed that all batches were manufactured, tested, and released in accordance with approved procedures and specifications. No deviations, out-of-specification results, adverse trends, or events potentially linked to the complaint were identified. The actuator supplier, bespak europe ltd., conducted an independent investigation of the actuator lots used in the commercial manufacturing. Their assessment included review of retained samples, manufacturing documentation, maintenance records, and count-through-life testing. No defects, abnormalities, counter failures, or process-related issues were identified. All supplier testing data demonstrated satisfactory performance of the dose counting mechanism. Based on all available evidence, no systemic manufacturing, packaging, testing, component, or supplier-related issue was identified. The reported complaint could not be confirmed, and no conclusive root cause could be established due to the absence of a complaint sample and supporting batch-specific information. In conclusion, the investigation did not identify any product quality defect, manufacturing deficiency, or adverse trend associated with the marketed product. The available data indicate that the dose counter system performs as intended and in accordance with approved specifications. No corrective or preventive actions (capas) are warranted at this time. Should additional information, such as a complaint sample or batch details, become available in the future, the complaint will be reassessed and the investigation updated accordingly. Considering the receipt of multiple reports describing a similar issue across several product lots, indicating a potential trend. Based on the involvement of multiple devices/lots, the case has been reassessed and upgraded for malfunction reporting. Last action taken with albuterol sulfate inhalation in relation to product delivery mechanism issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of product delivery mechanism issue and no adverse event was unknown. This case is considered as serious. The reportability of this case is expedited (malfunction reporting).